Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed fco81 pre-test, active exhalation verification, pilot: difference. The account/repairs are on hold for credit approval and parts were ordered. Fco86600081follow-up repair to be handled by a philips authorized service provider. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.